Event description:
The following information was reported: balloon popped during prep, no contact with patient, unknown which tech prepped the balloon. Took a second mynx and successfully closed the artery.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3mm from the balloon proximal tip. If the pressure is applied in a rapid impulsive action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a taper to taper tear on the balloon at prep. The review of the lhr (lot f1413302) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.